Event description:
A healthcare professional reported during an intraocular lens (iol) implant procedure, lenses had identical marks in the central portion of the lens. Iol was implanted in the patient and the mark was noticed under the microscope. That lens was removed during initial procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).